Event description:
It was reported that there was a patient alert triggered due to high impedance. It was also reported that there was oversensing and low r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found; however, there was apparent explant damage. The distal conductor was distorted and had blood/body fluid (not obstructed). The outer tubing overlay was melted. The outer insulation had a cosmetic cut and a cosmetic depression. Per visual analysis, no anomalies were found that would contribute to the reported electrical issue.